Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range in the defibrillator rv coil. The lead was found to have high increasing impedance. The lead alert window was adjusted with the lead continuing to be monitored. The lead remains inuse. No patient complications have been reported as a result of this event.